Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported left middle cerebral artery (mca) stroke, oxygenation issues and atrial fibrillation could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) lists stroke, respiratory failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report # (B)(4) was received on 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with left middle cerebral artery (mca) stroke on post op day #10 following complicated post op course which included removal of impella on day of surgery, placement and removal of veno-venous ECMO to address oxygenation issues created by atrial septal defect (required surgical closure on post op day #1), and atrial fibrillation requiring cardioversion on post op day #4. Heparin and plavix were in use at the time cva was identified. Brain cat scan on post op day 10 revealed left mca that was described as "several days old." All anticoagulation and antiplatelet therapies were held for 1 week post stroke. Heparin to coumadin bridge was eventually completed. Plavix and aspirin therapies were prescribed. Patient required prolonged hospitalization and acute care rehab placement to address cognitive and physical disabilities.